Manufacturer narrative:
Device eval summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.

Event description:
A male pt contacted lifecor customer support to report that one of his battery packs did not charge while on the charger over night. Per download there were no faults flags. Support had the pt check the charger and the pt stated that the green light was on the power brick, but no lights would come on the front of the charger. Support sent the pt a replacement charger.